Event description:
Medtronic received a report that corelab reported there was a contrast-sparing in the left p1 segment, which could be an inflow from the posterior communicating artery or a thrombus at treatment on (B)(6) 2021. There were no reported impacts to the patient or additional medical intervention. Additional information received reported the corelab finding of possible thrombus was denied by the hcp. The hcp noted, "[what] the corelab considered as clot formation the uneven filling p1 section of the left pca. That is, however, due to the windmill effect of the giant aneurysm and not to thrombosis. There is undisturbed flow inside the pca thoughout the procedure and no complication either." However, the patient was hospitalized on (B)(6) 2021 with symptoms of dizziness, core ataxia, and deterioration of vision. Diagnostic MRI and angiography revealed ischemic stroke. The patient was treated and the event was noted to be resolved (B)(6) 2021. The event of ischemic stroke was noted to possibly be related to the procedure, the pipeline vantage device, and dual antiplatelet treatment (dapt). Additional information received reported per source possible contrast material leakage+ slowly decreasing hemoglobin for which upper abdominal and pelvic CT did not confirm any extravasation/ hemorrhage or contrast leakage. Additional information received reported sponsor updated in alignment w/cec adj: possibly related to vantage and dapt, not related to procedure. Additional information received reported that there was a adverse relationship with the adverse event. Patient symptoms last for more than 24 hours. Additional information received reported that the site stated suspicion of contrast leakage was not confirmed. A diagnostic CT performed-ruled out access site hemorrhage; hgb stabilized and subject d/c. Per site no ae; site requeried as is proc related. Additional information received reported that the patient was hospitalized.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that corelab imaging reported intimal hyperplasia in the middle third of the stent with 25% parent artery stenosis at the 12 month follow-up imaging performed on (B)(6) 2022. The site denied pipeline foreshortening with the following response: "the target vessel (ba) was narrow and irregular during the target procedure. By the time of the f/u dsa, its lumen dilated to normal size, the contours became regular. Subsequently, the ped adopted to the normalized artery: dilated, and subsequently foreshortened. This is not a device deficiency, but rather perfect functioning of the device."

Event description:
Additional information received reported that corelab has reported "pipeline foreshortening" at the dsa imaging performed on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.